Manufacturer narrative:
The product was not returned. A photo was provided. The used company cartridge was shown being held by an ungloved hand. The cartridge pouch was visible behind the hand. The cartridge view was from the bottom. A small amount of ophthalmic viscosurgical device (ovd) was visible. A possible crack was observed starting the in nozzle. Unable to verify if this was damage or dried ovd. Product history records were reviewed and documentation indicated the product met release criteria. A non-company lens was indicated. The handpiece and viscoelastic used were not provide. It is unknown if qualified products were used. The product was not returned. The photo evaluation was inconclusive. Based on the provided information the root cause is most likely related to a failure to follow the IFU. A non-company lens was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The instruction for use (IFU) instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridges broke at the time of lens implantation. There was no damage to the patients and had to implant iol with forceps by enlarging incision. Additional information has been requested and received stating the product have contact with the patient but there was no harm to patient.